Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was leakage on plum set and tubing was found cracked. The event was noted during an unspecified drug infusion. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is still pending. E1: initial reporter phone number: ext. (B)(6).

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. A hole was observed in the tubing. The set was leak tested per product specifications. There was leakage from the hole in the tubing. The reported complaint of a hole in tubing and subsequent leakage can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.